Event description:
It is reported that an endeavor sprint drug eluting stent was implanted approximately 40 days past its expiration date in the rca vessel of a patient. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: failure to follow instructions (recommended that shelf life be verified prior to use); shelf life exceeded; no results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions (recommended that shelf life be verified prior to use); no device failure; user error contributed to event (recommended that shelf life be verified prior to use). (B)(4).